Event description:
It was reported that the customer had a damage insulin pump. The customer's blood glucose level was unknown mg/dl. The customer report that the dog chewed on bottom end of insulin pump and the up/down buttons. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unable to perform displacement test due to chewed-off/missing end cap. Dog bite marks on keypad overlay noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.